Manufacturer narrative:
Follow-up report #1: 07/07/2016. Device evaluation of electrode belt sn (B)(4) was completed. The cause for the communication failure was isolated to thermally damaged esd700 processor on the distribution node pca. A root cause investigation into the damaged component determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. As received, the electrode belt would not communicate with a monitor. Root cause investigation is currently underway. A supplemental MDR will be sent upon completion of service investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated issue. During service investigation, a reportable device malfunction was discovered.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. As received, the electrode belt would not communicate with a monitor. Root cause investigation is currently underway. A supplemental MDR will be sent upon completion of service investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated issue. During service investigation, a reportable device malfunction was discovered.